Event description:
The dealer states one motor is not working. No information available as to which side. The dealer was unable to stay on the line because she had a customer. No further information provided.